Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a company representative who reported the dye study was fine and it was the fact that the tip was at l1 the physician wanted it changed.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 50 mg/ml at 5 mg/day via an implantable pump. It was reported that the patient lost pain relief and dye study done -catheter tip at l1. No environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included a dye study. Actions/interventions taken to resolve the issue included a catheter revision. It was reported that the issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2025 product type catheter. Product ID 8780, serial# (B)(6); implanted: (B)(6) 2014; explanted: (B)(6) 2025; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 30-oct-2021, UDI #: (B)(4); product ID: 8780, serial/lot #: (B)(6) ubd: 21-may-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.